Event description:
It was reported that the patient had a connection issue between the transfer set and the patient line of the cassette during the setup for peritoneal dialysis (pd) therapy. The reported issue occurred when the homechoice (hc) machine prompted ¿load the set¿, before the therapy was initiated. The patient was checking the patient line which was connected to the transfer set and noted that it was not connected properly. The transfer set had been in use for about two and a half months. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Although the exact occurrence date is unknown, the event was reported to have occurred about 10 days prior to (B)(6) 2014. The transfer set was reported to have been attached on (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.